Event description:
A healthcare professional reported that a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9664726) was used for a stent-assisted aneurysm embolization. The aneurysm location was at the anterior cerebral communicating artery. During the procedure, the stent was impeded in hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31425985) and could not be pushed into the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on (B)(6) 2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were bot able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.